Event description:
It was reported that the spinal cord stimulation (scs) patient reported experiencing inadequate stimulation. To address this, a revision procedure was performed, during which the percutaneous lead was removed and replaced with a paddle lead. The device will not be returned as it was destroyed per facility policy. No additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-linear leads upn: m365sc2318500 model: sc-2318-50 serial: (B)(6). Batch: 5004039 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient reported experiencing inadequate stimulation. To address this, a revision procedure was performed, during which the percutaneous leads were removed and replaced with a paddle lead. The device will not be returned as it was destroyed per facility policy. The patient has expressed satisfaction with the outcome of the revised therapy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device. Product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5004039. UDI: (B)(4).